Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, there was no resistance to control knob on the roller pump. Since the event occurred during preventative maintenance, there was no pt involvement.